Manufacturer narrative:
(B)(4): a visual and microscopic examination of the device revealed a twisted balloon, rapid exchange (rx) port, and shaft. An attempt was made to inflate the device to its rated burst pressure (rbp) but due to the severity of the damage to the shaft, the balloon could not be inflated. The shaft was dissected distal to the rx bond and another attempt was made to inflate the device to its rbp, when a leak was noted on the cutting balloon. Examination of the balloon material observed a pinhole leak and blade mark on the balloon material 3mm from the proximal end of the blades. Examination also confirmed a fully bonded cracked blade near the pinhole and a bent blade 3mm from the proximal end of the blade. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a percutaneous transluminal coronary intervention (ptci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and mildly tortuous left coronary (lca) artery. The physician advanced a 3mm x 10mm flextome cutting balloon to the lesion. Upon the first inflation the balloon burst at 2atms. The device was removed from the patient intact and the procedure was completed with another of the same device. There were no patient complications. Patient status is reported as ok. However, analysis of the 3mm x 10mm flextome cutting balloon revealed a cracked blade.